Manufacturer narrative:
Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Retain had expired prior to the customer report. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Account reports getting a false negative for a patient that had anti-e in their plasma. Patient presented on (B)(6) 2016. Male (B)(6). Account originally tested with the following lots: vss852 - sc2 1+ (only e positive cell on screen - no complaint); vra260 - panel cell #3 1+, panel cell #6 weak positive. (Only 2 e positive cells on panel - no complaint); vrb224 - no reactivity at all. Account could not definitively identify anti-e. Patient not harmed. Account did full crossmatch in gel thinking it was an antibody to a low incidence antigen but no units were transfused. Patient then presented at another hospital that does not do antibody ID. They sent the sample to canadian blood services who identified anti-e in peg. When account was informed that patient had anti-e they then repeated testing on the same sample that they used originally for testing a couple of weeks later ((B)(6) 2016). Lot numbers:vss860 - sc2 weak positive only e positive cell on screen - no complaint). Vra262 - no reactivity at all vrb225 - weak reactivity with cell 15 and 16, 1+ with cell 17. All other e positive cells were negative. Account could not identify anti-e definitively. Account tests using manual gel. Issue started on: (B)(6) 2016, reported 11-15-16. Incubation time (for manual test only): 15 minutes. Customer was expecting: to detect a significant antibody. Qc data: daily qc performed and found to be acceptable. Transfusion history: patient was transfused in 2015. Sample type: edta plasma. Site contact only knew that the patient had been transfused previously. She did not know how many units were transfused. Cards /cassettes/rbc storage condition temperature: per IFU: visual appearance before use: all reagents had a normal appearance prior to use. Ortho care reviewed limitation in package insert about anti-e and anti-kell indicated that sometimes they are not detected in liss environment. Informed account that they could try extending incubation time to enhance reactivity.